Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump was delivering bolus without prompt. Bolus history shows excessive bolus. It was also reported that insulin pump received motor error alarm and no delivery alarm. Customer's blood glucose was 520 mg/dl. During troubleshooting, caller was advised that it was found that boluses were done manually and customer may have been delivering the bolus and insulin pump was working as designed. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer did not report a motor position encoder error alarm. Insulin pump passed self-test and displacement test.